Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl due to "other issues that occurred". Healthcare provider reverted customer to manual injections for insulin therapy. Although multiple attempts were made by tandem technical support to obtain additional information; customer did not reply.